Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported feedback from a nurse anesthesiologist regarding issues with channel disconnect. There was patient involvement but unknown outcome. The customer believes there is a ¿design flaw¿ and suggest to redesign ¿the pumps instead with mechanically fused channels and eliminate the faulty iui connector which is a known point of failure.¿ the customer added that they ¿believe that it would be better to design a fused 2-channel pump for step down and floors (nursing units) and a fused 4-channel pumps for critical care. Although requested, additional information was not provided, and customer declined to return the product.